Event description:
According to the information the patient's mother states they came across a catheter with the tip cut off. Her son bled, mother gave him some medication to prevent infection, and child is doing fine.

Manufacturer narrative:
Examination and testing of the product returned confirmed the observations of cut-off tip on the catheter. Review of the overall complaint history for this product shows that occurrences of this nature are rare. Qa has reviewed the process with final packaging to minimize the potential for reoccurrence.